Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was pulled out, no suture was attached to the needles. A cuff miss was noticed for the three proglide devices. The physician opted to cease proglide use. The vessel was incised. An 18f sheath was used and the tavi procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.